Manufacturer narrative:
A visual inspection of the sensor indicated that there was no physical damage to the device. Results of functional testing indicate that the device did measure correctly. The device was tested on the technician with the sensor that the customer used during the incident as well as a masimo sensors. The device was also tested with a simulator together with the customer¿s sensor for a longer period of time with no issue. The customer's device was evaluated with the philips. Authorized repair facility indicating no device issue. The customer used another device to measure the patients spo2 during operation.

Event description:
The customer reported that the monitor is showing low spo2-value. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Report phone # (B)(6).